Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient was recently implanted with the pump on (B)(6) 2019. On (B)(6) 2019, the patient was transferred to the clinic with suspected infection of the pump. The patient's managing physician recommended starting the patient on antibiotics but the patient was resistant so the pump and catheter were removed. It was noted the patient was obese and has had some infection issues in the previous 6 weeks before implant. The wound was cultured at explant and are awaiting results. It was unknown if the issue resolved and the device was going to be returned to the manufacture.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the 24 hour cultures showed bacteria and positive for staph. The hcp hadn¿t seen the final report yet but noted the gram stain indicated there was an infection. The pump and catheter were explanted and the patient is recovering now. The patient¿s weight is 272.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.